Manufacturer narrative:
(B)(4), concomitant medical products: architect i1000 analyzer, list # 1l86-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed an increase in occurrences of architect i1000 analyzer error code 1006 (unable to process test, background read failure) when reaction vessel (rv) lot 71235p100 was in use. The customer's analyzer logs were available for evaluation by abbott. There was no impact to patient management.

Event description:
It was reported that the customer felt sick after lunch. The blood glucose reading was 396 mg/dl. It was stated that blood inside the tubing was observed. The infusion set was changed, and the customer was treated using the insulin pump. Then the blood glucose rose up to 624 mg/dl. The customer was very confused and the paramedics were called. The customer was treated with electrolytes and insulin injections. Three weeks later, the customer's blood glucose rose again to 396mg/dl. The infusion set was changed, and the customer was treated with 6 units using the insulin pump. Almost an hour later, the blood glucose went up to 454mg/dl and the customer treated again with 5 units. The blood glucose decreased then. The alarm history revealed several no delivery alarms. The self test and the high pressure test were performed and the device passed the tests. No further information was provided.

Manufacturer narrative:
(B)(4). Architect i1000sr analyzer, list # 1l86-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.